Manufacturer narrative:
Device failure susupected, but did not cause or contribute to death or serious injury.

Event description:
Manufacturer received a report that the programming wand failed to communicate with several vns patient's devices. The wand battery was replaced; the problem did not resolve. Attempts are underway to have the programming wand returned to manufacturer for analysis.